Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary: (B)(4) a full lead was returned and analyzed. There were no anomalies found. Additional observations of proximal conductor distorted and damaged at implant. Stylet was returned and analyzed. There were no anomalies found. Additional observation of stylet bent and damaged at implant.

Event description:
It was reported that at implant when the physician inserted the stylet into the right atrial lead, the lead body distorted, the outer coil of the lead stretched and the stylet lodged in the lead body. It was also noted that there was an apparent lead fracture. The lead integrity could not be assured so the lead was not implanted. Another lead was used. No patient complications have been reported as a result of this event.